Event description:
Explantation due to inflammation 5 months after implantation.

Manufacturer narrative:
Lot documentation reviewed. Histological examination showed no sign of infection or inflammation. Conclusion is that the explant was not caused by the product.